Event description:
It was reported by a non-medical professional that the patient underwent surgery for anterior fusion at l4-l5 where rhbmp-2 was mixed with autograft and implanted with a peek cage. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, patient was admitted with complaint of persistent disc herniation and was admitted for l4-5 microdiscectomy. On (B)(6) 2008, patient underwent following procedure: anterior retroperitoneal approach to the l4-5 disc space. Pre-op diagnosis: persistent disc herniation at the l4-5 level with severe back pain. On (B)(6) 2008, patient underwent following procedure: = l4-5 anterior discectomy with excision of recurrent herniated disc. Arthrodesis via anterior interbody technique, l4-5. Application of biomechanical intervertebral device, l4-5. Anterior instrumentation, l4-5. Use of local bone through same fascial incision pre-op and post-op diagnosis: recurrent disc herniation, l4-5, with degenerative disc disease. As perop notes: "using spinal peek graft with placement of rhbmp-2 in the graft, a 12 mm graft was selected and mounted into position. An anterior plate from the synthes abc set was utilized for anterior instrumentation at the l4-5 level. The local bone was placed in the graft as well as the rhbmp-2. There were no complications."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.